Event description:
It was reported that the user experienced recurrent postprandial hyperglycemia over approximately three months while using the ilet and entering meal announcements, with reported glucose values in the 260¿270 mg/dl range lasting 3¿4 hours after meals. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no backup therapy, and no ketone testing, with no emergency care or hospitalization. Investigation included complaint handling with troubleshooting and education and assignment for additional training, and review of available user-reported logs. Investigation of this case revealed an undetermined cause for the hyperglycemia. It was concluded that the event was not confirmed to be device related and that user support and education were provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.